Manufacturer narrative:
The probability that the characters #@[\]'{/}~ are used as part of the sample identification number is remote. The handheld scanner was released in (B)(4) 2001. Performance tests were conducted to identify this issue. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This issue was reported in 2009 as MDR 1061932-2009-00056. During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents event 4 of 4 reported. This MDR is related to the following mdrs that have been reported: MDR 1061932-2009-00056, 1061932-2011-00899, 00900.

Event description:
A potential for sample misidentification when using the coulter lh 500 hematology analyzer was identified by a beckman coulter employee. There is a potential for sample misidentification to occur when characters #@[\]'{/}~ are used as part of the sample identification barcode label, in languages other than english or chinese, and are read using the handheld barcode scanners. In these scenarios, the scanner transposes (substitutes) or suppresses the previously mentioned characters. This issue has not been reported by external customers. No misidentification has occurred. No erroneous results were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 4 of 4 events reported for one of four instrument sys.